Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed by analysis. Electrical tests performed under nominal conditions indicates normal functionality. Additional evaluation under various pulse amplitude indicated normal current levels. During analysis, a failure event was observed which was unrelated to the reported event. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable following the procedure.